Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Charred tissue and blood were observed on the heating element. Blood was also observed on the harvesting tool handle. The heater wire was observed to be flexed away from the hot jaw but remained attached at the tip and base of the jaws. No other failures were observed. Based on the returned condition of the device, the reported failure "bent wire" was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.